Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test reload was loaded on the device without difficulties and did not fell out during functional testing. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device misfired. The cartridge came apart (the metal back). The cartridge moved (forward) in the gun when fired. No patient injury reported. It is unknown how the procedure was completed. No other details were provided. The device will be returned.